Manufacturer narrative:
Inspected two opened/used enlite sensor and performed bicarbonate buffer test. Both sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 130 mg/dl, compared with the sensor glucose reading, which was in the 50 mg/dl range. The customer stated that he treated with 15 grams of something to treat the low blood glucose, only to find that he did not actually have low blood glucose. He stated that he had high blood glucose as a result of treated for a low sensor glucose reading and due to the insulin pump's insulin suspension. He was advised that the sensor be replace. Nothing further reported.